Event description:
The hcp reported the pump was explanted and replaced and returned to the MFR for analysis with the reason for removal being battery depletion. The pump had been implanted less than 50 mos.